Event description:
It was reported to boston scientific corporation in 2009 that an injection gold probe bipolar electrohemostasis catheter was used during an upper gastrointestinal endoscopy procedure performed the day prior. According to the complainant, during the procedure, the needle extended fine, however, it would not retract. The procedure was completed with this device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.